Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, it was discovered two screw heads damaged (hexagon socket) along with a plate. The surgeon decided to leave both screws and plate in patient, and where a revisions surgery (date unknown) is to be performed to remove implants. It was also reported patient does not experience any pain. No further information available. This report is for two unknown screws. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.